Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 15 years and 2 months post implant of this 29mm mitral bioprosthetic valve, the patient is being evaluated for a replacement. The reason for evaluation was reported as severe mitral stenosis and mild mitral regurgitation. No intervention or adverse patient effects were reported. Additional information was received that reported subsequently, 5 months later, the 29mm mitral bioprosthetic valve was explanted and replaced with a 29mm valve of the same model. No additional adverse patient effects were reported. Additional information was received which stated that the patient also had chronic diastolic heart failure and atrial fibrillation. The patient had been on anticoagulation. It was noted that the leaflets were calcified and fibrotic and one leaflet appeared torn. No additional adverse patient effects were reported.